Event description:
Procedure performed with adaptation plate holes on each side implanted. Patient diagnosed with gum infection and x-ray taken showed plate broken into two pieces on one side, and plate hole broken on the other side of the mandible. Implants removed.this is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The cross section of all plates shows no irregularities and is homogenous which indicates material conformity. It is possible that undefined complications during the healing process led to material fatigue and finally caused the breakage. No product related condition was found. This complaint has been determined to be invalid. (B)(6).

Manufacturer narrative:
Treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Awareness date reported incorrectly in initial mw. X-ray date reported as unknown in initial mw; x-rays taken (B)(6) 2010. (B)(4) date received by manufacture reported incorrectly in initial mw.